Manufacturer narrative:
(B)(4). Neither device nor applicable studies received which could help us draw any conclusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, a patient underwent an emergency spinal surgery at c3-5 levels with three plate on due to injury in a fall. Post-op, a screw on lamina side of a plate was displaced. The patient complications were unknown. The revision surgery to remove the implant will be performed. The screw displaced is c3 screw of lamina side. CT image of routine follow-up on 2015-(B)(6) found the screw moved to near skin. The surgeon told that operation to remove a drain during surgery may cause the screw displacement. Symptoms of initial diagnosis was improved and no complication related to the displacement was observed. The revision had been scheduled with a local anesthesia on (B)(6) but it had been changed to (B)(6) and with a general anesthesia because the screw had moved to ventral side.